Event description:
The customer reported a "speaker malfunction." The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact office correction: (B)(4).

Event description:
The customer reported a "speaker malfunction". No emergent or adverse impact on patient / user was reported.